Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were low amplitude r-waves on the rv lead. The rv lead remains in use. Additionally, the patient had swelling and pain at the device site, shortness of breath and chest pain. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information obtained from the clinic that there was no intrinsic r-wave, the patient is pacemaker dependent, and the patient's symptoms are not related to their implanted system. No intervention was done.